Event description:
It was reported that five days after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The patient presented with st-elevation (acute myocardial infarction - mi) and was transferred to the hospital. The patient was diagnosed with thrombosis at the bifurcation of the unprotected left main (lm) and left anterior descending (lad) artery. The vessel size was 3.5mm in diameter and 75% stenosed. The area was pre-dilated with an unspecified 2.5x20mm balloon, and a taxus liberte 3.50x20mm drug eluting stent (des) was successfully deployed at 14 atms. The result was good with the stent being well positioned and well opposed. Plavix and integrilin were administered prior to the procedure; nitroglycerin during the procedure; and plavix, asa and an unspecified beta-blocker were administered after the procedure. The patient was in the hospital for 4 days and then discharged home. One day after discharge, the patient presented with angina, cardiogenic shock and experienced an mi. The patient was diagnosed with thrombosis in the lm/lad and the circumflex (cx). The patient underwent plain old balloon angioplasty (poba) of the lm/lad and poba with placement of another unspecified taxus liberte des in the cx. The procedure was completed with good results and the patient is stable. Follow-up has been requested, but has not been received as of the date of this report. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the patient, and the delivery device has been disposed, therefore, no direct product analysis will be available. Should further relevant information become available; a supplemental medwatch report will be filed.